Manufacturer narrative:
H11. F10 codes: patient code: #2199 -na. Device code: #1526-labeled. H6 codes: evaluation method code : #86 other=device history reviewed. Results code: #100 other=device history review found the product met specifications when released for distribution. Conclusion code: #68 other=cause of event has not determined. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a". H3 analysis: the device remains implanted, and therefore will not be returned for analysis. Return of the valve jar packaging container has been requested. Review of the device history record shows the device met all manufacturing specifications for product to distribution. Conclusion: no patient event, valve remains implanted. An exact cause has not been determined for the reported packaging event.

Event description:
Information received indicates that during implant the plastic jar container broke and a small piece of the packaging material inadvertently remained attached to the valve. Intra-operative inspection detected the object and it was removed from the valve by the surgeon during the case. The valve was not damaged during retrieval of the piece of jar material and the valve was implanted with no patient complication reported.